Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes it fail to fill the tube to the indicated line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿tubes do not exhaust the vacuum and fail to fill the tube to the indicated line and even others, it looks like they have no vacuum.¿

Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer in support of this complaint. The photo shows the tube with no specimen in the tube, it is unknown if the tube was used from the photo. Therefore, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and, the customer' s indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode as no samples were received, and the defect was not observed in the photo or the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes it fail to fill the tube to the indicated line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿tubes do not exhaust the vacuum and fail to fill the tube to the indicated line and even others, it looks like they have no vacuum.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-jul-2022 h6: investigation summary bd received 2 samples and 1 photo from the customer in support of this complaint. The photo was evaluated and shows a tube with no specimen in the tube. It is unknown if the tube was used from the photo. The 2 sample tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Additionally, 10 retention tubes from the bd inventory were functionally tested with no issues being observed. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes it fail to fill the tube to the indicated line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿tubes do not exhaust the vacuum and fail to fill the tube to the indicated line and even others, it looks like they have no vacuum.¿